Event description:
About 10 months after the primary surgery, stem and head were revised due to stem mobilization. Quadra p implanted.

Manufacturer narrative:
Batch review performed on 8 february 2023: lot: 2009224: (B)(4) items manufactured and released on 05-jan-2021. Expiration date: 2025-dec-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.